Manufacturer narrative:
A philips field service engineer (fse) evaluated the device and confirmed the loudspeaker assembly was defective. The fse replaced the loudspeaker assembly to resolve the issue. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: reporting institution phone # (B)(6). E1: reporter phone # (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported that the system has a loudspeaker error. It is unknown if the device produced audible sound. It is unknown if the device was in use at the time of the event, and there was no adverse event reported.